Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a large volume intermate fell off completely when the nurse unraveled the line prior to patient use. This resulted in the antibiotics leaking out. The device was filled with teicoplanin 1000mg in 125ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured on june 1, 2022- june 2, 2022. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a leak due to broken tubing at the solvent-bonded junction of the stressmember. Remnant of broken tubing remained inside the solvent-bonded area of the stressmember. The morphology of the end of broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.